Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the suite pc was not booting up. The fse tried to reload the software but failed. Fse replaced main hard drive, but the issue persisted. The cause of the suite pc failure was not conclusively determined by the supplier's part analysis. However, the fse replaced the suite pc and reloaded the software after which the issue was resolved. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.